Event description:
It was reported that prior to a surgical procedure at the user facility there was foreign material on the hood within the sterile packaging of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. The procedure was completed with back up equipment.

Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that prior to a surgical procedure at the user facility there was foreign material on the hood within the sterile packaging of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. The procedure was completed with back up equipment.

Manufacturer narrative:
Evaluation in progress.